Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 2nd related complaint for needle bending during use & the 1st related complaint for needle breaks off during use on lot # 9029776. Unable to perform complaint lot history check due to an unk lot # for needle bending during use & breaks off during use. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us cannula bent and then broke. This occurred on 3 occasions during use. No date/time or patient information was given. The following information was provided by the initial reporter: material no: 320550, batch no: 9029776. It was reported that the consumer had 2 more bent needle during the injection. On a different event, no date, the pharmacist was reporting that the customer stated that he went to inject needle bent on him, pull it out straightened to use it on another site needle fell off. He found the needle on the ground. Issue: spoke to a different pharmacist he stated consumer uses the 2nd generation when he went to inject needle bent on him, pull it out straightened to use it on another site needle fell off. He found the needle on the ground. He uses new needle for his injection, pharmacist do not know if he rotates the injection site for his injection. Advised him if he speaks to him next time to let him know. Consumer doesn't think there is a sample dropped off at the pharmacy.